Manufacturer narrative:
Specific patient information and device serial numbers are documented as unknown. Date of event is approximate as the data was collected between (B)(6) 2005 and (B)(6) 2020. Author: f jimenez contreras, et al. Division of cardiovascular and thoracic surgery, department of surgery, duke university medical center, north carolina. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas) and the reported event could not conclusively be established through this evaluation. Furthermore, a specific cause for the reported infection could not conclusively be determined through this evaluation. The heartmate 3 device serial numbers, as well as other specific case information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers, as well as other specific case information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) and device thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Lastly, care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook. Is also currently available and also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿progression of aortic valve insufficiency during centrifugal versus axial flow left ventricular assist device support¿ that heartmate 3 (hm3) support can cause accelerated progression of aortic insufficiency (ai), and is related to infection and pump thrombosis. This was a retrospective study which evaluated 252 hm3 patients implanted between may 2005 and june 2020. The primary outcome of this study was the development of moderate or severe aortic insufficiency (msai) over time in the hm3 patients. Secondary outcomes included rates of reoperation for aortic valve surgery, rates of left ventricular assist device (lvad) exchange surgery, rates of lvad thrombosis and rates of major lvad infection. A total of 25 hm3 subjects progressed to msai during the study period. Three individuals in the hm3 cohort underwent avs, all with a bioprosthetic valve via sternotomy. Hm3 patients had major postoperative infections and pump thrombosis.